Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant the patient experienced chest pain. It was noted that after a computerized tomography (CT) scan the right atrial (ra) lead appeared to have caused a perforation. It was further reported that the ra lead exhibited variable thresholds shortly after implant. The ra lead remains in use. No further patient complications have been reported as a result of this event.